Manufacturer narrative:
Corrected from "...however, the shape of the coil was not compatible with the other devices." Corrected to "...however, the shape of the guide wire did not fit to the vessel's shape." Results: the distal tip of the px slim delivery microcatheter (px slim) was damaged. Conclusions: evaluation of the returned device confirmed that the distal shaft of the px slim was damaged. If the device is re-inserted into the packaging hoop after being used in the patient anatomy, and not re-hydrated prior to removal from the packaging hoop, the outer lumen of the px slim may become stuck to the inside of the hoop. If the px slim is forcefully removed from the hoop while being stuck, it is likely that the px slim will become damaged. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Based on clarification received from the distributor on 11may2016, the description of the event has been updated to read as follows: the patient was undergoing a coil embolization procedure in the right and left internal thoracic arteries using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced another manufacturer's guide wire and the px slim distally in order to perform the coil embolization in the right internal thoracic artery; however, the shape of the guide wire did not fit to the vessel's shape. Therefore, the physician removed the guide wire and the px slim from the patient and resheathed the px slim back into its packaging hoop. After reshaping the tip of the guide wire, the physician withdrew the px slim from its packaging hoop and noticed that the outer portion of the tip of the px slim was peeled off. Therefore, the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right and left internal thoracic arteries using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced another manufacturer's guide wire and the px slim distally in order to perform the coil embolization in the right internal thoracic artery; however, the shape of the coil was not compatible with the other devices. The physician then removed the guide wire and the px slim from the patient and resheathed the px slim back into its packaging hoop. After reshaping the tip of the guide wire, the physician withdrew the px slim from its packaging hoop and noticed that the outer portion of the tip of the px slim was peeled off. Therefore, the procedure was completed using a new px slim. There was no report of an adverse effect to the patient.